Event description:
It was reported that the customer experienced excessive alarms and cited the 35% volume alert as an example. They indicated alert fatigue. No further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.